Event description:
Pt was diagnosed with a frontal traumatic defect, 6cm long and 3 cm wide. The surgeon had to wait over 60 minutes for the device to get hard. This was an extended amount of surgery time.